Event description:
It was reported that the tip of the screwdriver broke off while removing screws. The tip was retrieved and discarded at the hospital. There were no patient symptoms or complications reported as result of this event.

Manufacturer narrative:
The returned device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. H10. The driver shaft returned to alphatec for investigation. Visual inspection confirmed the tip of the driver has broken off. The tip was not returned with the driver. The failure appears to be due to incorrect use of the device. The device is intended to be used for set screw insertion/tightening, but in this case it was used for removal of a screw. The reason for the screw removal was not provided to alphatec. Review of the device history record indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.